Manufacturer narrative:
The customer worked with the rse. However, multiple attempts were made to get the pads returned to philips for analysis no action to return the pads was received.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the defibrillator pad has mucilage that was yellow instead of white. Also, the pads seem to have different adhesion properties. The pads worked normally. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the m3713a(pads) cannot use and the mucilage stick to the skin when it's taking down. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.